Event description:
It was reported while using bd vacutainer® sst¿, molded defects of the cap were seen in nine (9) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After reviewing and analyzing the customer photo, it was observed that the hemogard shield is scuffed on the side. A total of 30 retained samples were visually inspected for a broken or damaged hemogard shield, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: scuff on product/component based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, molded defects of the cap were seen in nine (9) tubes. No adverse impact was reported regarding the patient or user.